Event description:
This notification is being reviewed due to an allegation from the user of a dreamstation auto CPAP, the patient alleges that the device is noisy during operation. The user alleges they get cold easily and suspect it is associated with the usage of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.